Event description:
It was reported that the shaft was broken. A mustang 10.0 x 40, 75cm mustang balloon catheter was advanced to the lesion and would not inflate, after pulling it out the outer sheath had frayed 3 inches away from the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, no break had occurred in the shaft. A visual examination of the returned device found a complete balloon circumferential tear had occurred. The tear occurred at approximately 6.2cm proximal to the proximal edge of the distal balloon sleeve. The balloon was pulled out over the tip of the device and was attached by the distal balloon bond. A closer examination of the balloon found that a longitudinal tear was present along the entire 6.2cm length section of the balloon. Although no break had occurred in the shaft, it was noted that the shaft was stretched at the balloon location. As a result of this stretching of the shaft, both markerbands had detached and were positioned side by side up near the tip. An impression of the markerbands was visible on the shaft from where they were positioned initially. It is noted that the complaint description and condition of the device is consistent with a tear having a occurred in the balloon which prevented the balloon from inflating. As a result when an attempt was made to withdraw the device back through the sheath, it is likely that under vacuum the balloon would not refold correctly due to the initial tear in the balloon and as a result a complete balloon circumferential tear occurred upon withdrawal through the sheath. The stretching of the shaft and positioning of the markerbands are all consistent with excessive force being applied to the shaft, possibly during the physician's attempts to pull the device through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that the shaft was broken. A mustang 10.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion and would not inflate, after pulling it out the outer sheath had frayed 3 inches away from the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).